Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported thrombus appears to be related to procedural condition. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the coagel of blood was aspirated. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Upon administering heparin, endotracheal bleeding was observed and the act was at 174. In the physician's opinion, the bleeding was caused by intubation. A coagel of blood was observed in the hemostatic valve of the steerable guide catheter. The coagel of blood was able to be aspirated. The physician decided to remove the device and discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.